Event description:
The avanta mpat blue stopcock became unseated from its stopcock holder on the avanta injector during initial purging of the system during the setup process. Careful attention during setup was paid to the stopcock seating correctly in its 'holder', and also that no torque was being extended on the stopcock from the stopcock to injector tubing. The stopcock was reseated, however a second and third purge each necessitated manually pushing the stopcock back in its holder. No further problems were noted.another set up was used from the same lot number and worked just fine.what was the original intended procedure?angiogram/but this was prior to patient being in room this happened during set up only.